Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 56 while using the ilet system, became frustrated, disconnected from the pump, and was advised to take fast-acting carbohydrates; the device-related problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia and diaphoresis. Outcomes included the need for unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to identify a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.